Event description:
It was reported by service report that the jacks could not be pumped up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Return spring in jack raising mechanism.